Event description:
Ous MDR - it was reported that about 60 months after the implantation the patient received 2 inappropriate shocks due to oversensing. The lead was replaced. No adverse patient side effects were reported.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The available iegm confirmed the artefacts on the vd lead. In spite of the information available for analysis, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.